Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clip caused a large bruise around the customers ribs. The customer subsequently went to urgent care. Customer's blood glucose was 150 mg/dl. No additional patient or event information was available.